Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to see anything on the screen after clearing out the rewind required message. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issue. Customer called back after receiving a new battery cap. Customer inserted a new battery with the new cap but display did not return. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
No blank display noted. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self tests. Successfully downloaded history files and traces using thus. No unexpected rewind anomaly, low batt alarms noted during testing or in the trace/history files on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Cut and open the pump found no moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, blank display, rewind anomaly were not confirmed during testing or in the traces/file history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.